Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the access 2 instrument. Six (6) pt samples were tested for psa and results of 0.0 ng/ml were obtained for all pts. The results were reported out of the lab. Customer re-tested the original samples of all 6 pts on a different instrument in the customer's lab and obtained higher results. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications on the day of the event. A system check performed in 2008 passed. The specimens were collected in bd, plastic sst tubes. Based on archived records, all 6 samples had been run from the same reagent pack and pipettor #2. Psa is a sandwich assay where lack of reagent causes relative light unit (rlu) results below the lowest calibrator therefore giving 0.0 ng/ml results. A field service engineer (fse) was dispatched to the customer's lab: the fse performed hardware verification and all results passed within published performance specifications. Fse could not verify if the reagent pack had been loaded on both instruments as auto-delete is set for 7 days. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.